Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, upon removal of sensor pod, sensor wire became detached from sensor pod and remained at the site of insertion. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.